Event description:
It was reported that the device was tracking the patient's atrial flutter as every other atrial flutter was falling into the blanking period. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.